Event description:
As reported, on (B)(6) 2010, the patient underwent a bilateral tkr and was implanted with optetrak devices in both her left and right knees. Less than 10 years later, mris performed on both knees demonstrated osteolysis, aseptic loosening, and debris consistent with polymeric wear. The patient's right knee was revised on 11/12/2019 due to issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Additional information has been received that indicates this event no longer meets the definition of a complaint as it has been determined to be a duplicate and was reported under 1038671-2020-00398.